Event description:
It was reported the pt's recharge burden has increased. The pt stated she used to be able to go a month between charges, but now her pt programmer shows her ipg becomes low in about two days. The pt also reported she fell on her ipg and it caused pain at the ipg site. Follow-up identified the pt's ipg was replaced with a new one and the pocket site relocated from her back to her right buttock. The issues are resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.